Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The patient sample was requested for investigation, but was not provided.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received a (B)(6) result for one patient sample tested with the elecsys hiv duo assay on a cobas 8000 e 801 module. The patient is a known reactive (B)(6) patient. The sample resulted in a main (B)(6) duo value of (B)(6) , with an (B)(6) . The result was reported outside of the laboratory. The serial number of the e 801 analyzer was requested, but not provided.